Manufacturer narrative:
Please refer to the attached report. This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. The data from the .idf files are available in both report.pdf and egm.pdf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, downloaded a gali patient rms data file in smartview to pc and saved to usb key; attempted to import data from usb key in smarttouch, but the patient did not appear on import screen. Despite several attempts, data import was not possible.